Event description:
It was reported while using bd secondary administration set, component separation led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing separated and leaked chemo.

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd secondary administration set, component separation led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing separated and leaked chemo.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 22-may-2023 h6: investigation summary 6 boxes of unused samples were returned and tested by our quality team. The samples were individually pull tested and there were mulitple failures out of the box. This verified the complaint of separation. The root cause of this failure is due to an inadequate application of solvent (medical glue) applied to the tubing during assembly before it is to be joined to the drip chamber. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd secondary administration set, component separation led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing separated and leaked chemo.